Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple empty cartridge alarms occurred while the cartridges were not empty. Reportedly, the customer was not performing the air removal step during the load sequence. A supply change was performed to address the issue. Customer¿s blood glucose level was approximately 160 mg/dl.